Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The patient experienced diaphragmatic stimulation at sub threshold outputs. The lead was replaced.